Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 85-95% stenosed target lesion was located in the calcified left anterior descending artery (lad). The physician tried to direct-stent the lesion with a 2.25x32mm taxus liberte atom stent; however, the device was unable to cross the lesion. The device was removed and it was noticed that the struts were flared. The physician then advanced an apex balloon to the lesion for predilation and was able to successfully implant another of the same device along with a promus stent; both stents were overlapping. The lesion was postdilated with a quantum balloon. No patient complications were reported with the patient's current condition listed as okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).